Manufacturer narrative:
This report is submitted on december 16, 2016.

Event description:
Per the clinic, the patient experienced pain and dizziness with device use, subsequently it was reported the patient had an infection and was treated with antibiotics (type and date not reported).